Event description:
Describe event, problem, or product use error: patient reported that their pump is malfunctioning and they need a new one. Patient reported that the pump alerts that there is air in the line multiple times (3-4) during the infusion and the patient's home health nurse has to stop and change the lines to remove the air, which is causing the patient to lose medication. Patient reported that their pump stops 30 minutes before it should and not all of the medication is being infused. Patient advises that they are still able to complete their infusion and they have not experienced any adverse events due to these issues. Device is available for return upon the patient receiving return shipping materials. Device serial number was not provided. Patient is infusing 1300mg nexviazyme, made up of 13-100mg vials. No additional details, dates, or information provided.